Event description:
A malfunction on the pump was reported by the caller, and they mentioned no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump, but the malfunction code recurred even after a reset. Consequently, the customer was sent a replacement pump and will use an alternate form of insulin therapy to prevent interruptions in insulin delivery. Instructions were given for returning the faulty pump, and the customer acknowledged these.